Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3638 suture construct (no batch identifier present) was received for investigation. It was identified using calibrated ruler ID:651 that approximately 24.28" of the suture braid was returned. Heavy fraying was observed at both the proximal and distal ends. The observed condition is most likely the result of the application of excessive force during use.

Event description:
It was reported that after inserting the fibertak, ar-3638, and after relaying the white-blue suture with the shuttle suture, when tension was applied to the white-blue thread and the suture was tightened, the suture came off. A new device was opened and used to complete the case with no adverse effect to the patient.